Event description:
It was reported following successful femoral filter deployment, the filter migrated to the heart. The pt, with a history of congestive heart failure, had an estimated cava diameter of over thirty five millimeters. This filter was surgically retrieved and another MFR filter designed for a mega cava was successfully placed. It was indicated a pre-placement vena cavogram was not performed prior to filter placement and the estimated cava size was over thirty five millimeters. The size of the pt's cava as well as their pre-existing condition contraindicated this pt for greenfield filter placement. Therefore, co does not attribute this event to the device. Co's directions for use state: "pt's in whom the diameter of the inferior vena cava exceeds 28mm (for example some pt's with congestive heart failure) are contraindicated for stainless steel greenfield vena cava filter placement. Proper fixation of the stainless steel greenfield vena cava filter in the ivc may be compromised when the caval diameter exceeds 28mm."